Event description:
It was reported that valve embolization occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A large lotus introducer sheath was placed. Balloon aortic valvuloplasty was performed with a 23mm non bsc balloon. A 25mm lotus edge valve was prepared successfully. The 25mm lotus edge valve was positioned to treat the moderately calcified aortic valve. One partial re-sheathing for repositioning was performed in accordance with the directions for use (dfu). Contrast image showed acceptable high positioning of the lotus edge valve with no paravalvular leak (pvl). The pins were released and the valve position appeared suitable. Post pin release the 25mm lotus edge valve moved into the ascending aorta. The 25mm lotus edge valve was moved to the descending aorta with a balloon catheter, where it remains, and the lotus edge delivery system was removed without problems. A 26mm non bsc valve was implanted successfully with good result. The patient is currently doing fine.